Event description:
Report received from a staff member in a physician's office regarding a pt with a medical history of injections of zyplast, an allergy to collagen, who was taking synthroid for an unk indication. The pt received injections of hylaform in 2005 in the lateral areas of the chin. A month later the pt noticed 4 or 5 lumps in the treatment area that felt like pimples under the skin. One week later the pt was treated with a medrol dose pack. Three weeks later they were treated with wydase (hyaluroinidase) injections to help break down the hylaform. The pt experienced dime sized palpable firmness to the lower left side of lower face; they had only slight improvement and decreased redness with the medrol dose pack. Wydase had not been administered. The physician assessed the firmness and lumps as probably related to hylaform.